Event description:
It was reported that during the procedure on (B)(6) 2012, the physician advanced the 5.0 x 15 mm herculink elite stent delivery system (sds) into the patient anatomy to treat a lesion in the mildly tortuous left renal artery. The sds was pulled back into the non-abbott guide catheter for repositioning and the guide catheter came in contact with the herculink stent. The stent dislodged from the balloon and onto the guide wire. An attempt was made to remove the stent; however, the stent dislodged in the groin area. The stent delivery system was used to deploy the stent in an unintended location in the groin area. At this point the procedure ended. On (B)(6) 2012, the patient was taken back to the cath lab and a new herculink elite stent was deployed to treat the target lesion. There were no adverse patient sequelae. The patient was discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.